Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for infection - deep. Event is serious and is considered moderate. Event is definitely not related to device and is definitely related to procedure. Date of implantation: (B)(6) 2015, date of event (onset): (B)(6) 2015, (left knee). Treatment: revised on (B)(6) 2015, all depuy products explanted.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information: bmi: 38.6. Event description of (B)(4), "rec'd 22oct15, left knee; 1) ae/infection-deep. Moderate severity. Serious, definitely not device related and definitely procedure related. Treatment: revision. 2) revision/infection - deep. Femoral, tibial & insert revised. Diagnosis for primary knee surgery : osteoarthritis. Update rec'd 04 november 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. The records indicate the patient was also revised to address ongoing pain. At this time there is no new information that would change the existing MDR decision". Complaint category - resulting patient harm ortho : infection, ortho : pain. Original implant date (B)(6) 2015. Event date (B)(6) 2015.